Event description:
It was reported that the customer went into the pool with the insulin pump on. Customer stated that they have placed new batteries in the insulin pump and it has not done anything. Customer also mentioned that the display went blank immediately after exposure to water. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.